Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure the system was shutting down on its own, and one of the illumination ports would not open. The surgery was completed with an alternate system with no harm to the patient.